Manufacturer narrative:
(B)(4). A photograph of the device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not be completed locked, or securely connected, with a titanium adaptor. This occurred during patient use. The patient stated that the issue was resolved when the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with no issues noted. A leak test, clamp function test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no leak noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be identified or duplicated via an evaluation. Should additional relevant information become available, a follow-up report will be submitted.